Event description:
Information was received that a smiths medical jelco protectiv safety i.v. Catheter was inserted into a patient on (B)(6) 2019. Upon removal of the IV dressing, it was immediately noted that only the blue plastic hub of the IV device was attached to the IV extension and the IV catheter was not attached to the hub. A tourniquet was immediately placed on the patient's upper arm. X-ray images and ultrasonography revealed that the one inch catheter was still in the patient's right forearm. Subsequently, the patient had to undergo a surgical procedure for removal of the catheter. No additional adverse patient effects were reported.